Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and passed. A pairing test was performed with a known good transmitter and passed. Functional testing was performed and there was no failure detected related to the complaint. A review of the downloaded data log did not confirm the reported event of loss of connection. Bin file analysis was performed and no errors were found. The reported allegation was not found. No additional patient or event information is available.